Event description:
Report received from baxter. The customer reported the tubing set was leaking and pulled apart during use. " the filter detached from the IV tubing distal to the colleague pump which has no air protection alarm." The set was removed and replaced with no apparent injury to the pt. No additional information available.